Event description:
It was reported by the customer that she does not believe her insulin pump is functioning properly. Customer states she had a bent cannula and the device did not alarm. She also stated that she believes the insulin pump is delivering too much insulin, which may be the reason she is having high blood glucose levels. Customer was advised to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Customer verified there were no air bubbles. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump did not alarm and customer was advised the device was functioning properly. At this time, customer clarified that cannula had not been bent, but instead the infusion set tubing had a knot in it. Blood glucose level was 172 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with cracked display window corner and cracked reservoir tube lip.